Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right unknown saline device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor siltex contour profile moderate 275/300cc saline breast implants which the left side deflated after implantation. The issue noticed on mammogram in (B)(6) 2018. Doctor confirmed deflation on (B)(6) 2018 at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
New information received on 4/3/2019, indicated that the patient is scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation: during evaluation of the sample, an area of siltex cracking was observed on the posterior view. Within the siltex cracking was noted a tear measuring approximately 0.4 cm. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/22/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/16/2019, additional information received, indicated that the left implant was replaced with 275cc, gel implant per patient request, and the surgery was successful. Manufacturer¿s reference number: (B)(4).